Event description:
While patient on the cath lab table, merge hemodynamics software became disconnected to pdm [patient data module] causing hemodynamics screen to turn black. Unable to monitor patient's vitals while patient was on the table. This happened twice during the case. Patient placed on secondary defib monitor while system was rebooted. Rebooting system fixes problem. Reported to merge vendor, ticket # received.